Event description:
The pt (B)(6) is currently implanted with a trial lead. It was reported the pt's right side stimulation is not being felt. A diagnostic test revealed invalid impedance measurements for several lead contacts. An x-ray was taken; however, no visible anomalies were observed. The pt is working closely with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.